Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient still did not get any help and thought the device just didn't work anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.